Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported entrapment of device (leaflets became caught on grippers) appears to be related to procedural condition. The reported slda was due to the entrapment of the device. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip caught on the leaflets and then detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the a2p2 and the leaflets grasped however the results were not optimal therefore the leaflets were ungrasped. Both leaflets became caught on the grippers. Troubleshooting was performed unsuccessfully therefore the clip was deployed where it was stuck on both leaflets even though leaflet insertion was not optimal. Imaging was difficult due to the shadowing from the cds shaft. Post deployment the clip detached from the anterior leaflet (single leaflet device attachment (slda)). A second clip was placed to stabilize the slda clip, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.